Event description:
It was reported that in (B)(6) the lead exhibited noise and was programmed to unipolar until the lead was revised. On (B)(6) 2011, the lead exhibited 23 noise reversions. The lead was re-inserted into the pulse generator header without any further anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.